Manufacturer narrative:
The consumer reported that the patients tooth type was a 2 the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability & osseointegration we're not achieved.

Event description:
The consumer reported that the patients tooth type was a 2 the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability & osseointegration we're not achieved.